Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the air removal step. Customer continued to use the existing cartridge and loaded a new cartridge to resolve the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. Customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. Cause was not known. A correction bolus via the pump was administered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.